Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 07/22/2016 with the following findings: during testing, a force sensor failure was found. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a force sensor failure. This finding is being reported because a force sensor issue may cause a load step malfunction or prime issue, which may affect insulin delivery. There was no indication that this product caused or contributed to an adverse event.